Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition, migration.

Event description:
Healthcare professional reported "displacement of implants". Healthcare professional then reported "lateral migration, contour deformities". This record is for the right side. Device was explanted.